Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, tibial loosening, patellar loosening, and femoral loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of manufacturing, user, and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and product information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
D10: (B)(6) - 02-012-44-4011 - logic tibia implant psc. (B)(6) - 02-010-01-0240 - logic femoral ps cem left sz 4. (B)(6) - 02-012-41-4040 - logic tibia traptray cem sz 4f/4t. Multiple MDR reports were filed for this event, please see associated reports: 1038671-2024-00496. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that approximately 43 months after a left total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear and loosening. Revision surgery operative notes were provided. Preliminary and postoperative diagnose indicated loose left total knee replacement. Findings indicated a large amount of gray synovitis, osteolysis, and no evidence of infection. Tibia, femur, and patella were removed, there was no cement on the femoral side of the prosthesis or on the tibial side of the prosthesis or on the patella. The patient was revised to exactech devices. There were no intraoperative complications. The patient was last known to be in stable condition. No additional information is available.